Event description:
It was reported that muscle stimulation was observed close to the pacemaker pocket during follow-up. It was also reported that this may be an "isolation problem" on the pacemaker. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.